Event description:
Related manufacturer reference number: 1627487-2022-05120, 1627487-2022-05121. It was reported that the patient did not use or charge the ipg for many years due to the system not providing effective relief, resulting in the ipg becoming inoperable. Surgical intervention may be taken at a later date to remove the system.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number: 1627487-2022-05120, 1627487-2022-05121. It was reported that the patient did not use or charge the ipg for many years due to the system not providing effective relief, resulting in the ipg becoming inoperable. Surgical intervention was undertaken on (B)(6) 2022, where the entire system was explanted.